Event description:
(B)(4).I have gotten essure put in (B)(6) 2012 an for the first year I had no problems but by the second year I have had severe pain. I have had bad abdominal pain, back pains I have gained wieght, I get very bad head aches my hair is thinning out an I'm only 24 years old .the pain I get is unbearable it's gets so bad it has me in tears I can't wait to get ride of essure cause having it is a living hell.